Manufacturer narrative:
Investigation summary: material #: 367986. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that the tube had gel smearing. The following information was provided by the initial reporter: customer states the tube has liquid not gel on the inside.